Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redr2669 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the insertion process, the inserter reached for lidocaine and at that point the guidewire embolised into the patient's body. The interventional department (ir) at the hospital could not retrieve the wire so the patient was transported to another local ir to retrieve the wire. This was successfully done and the patient was transported back to the original hospital. It was reported there was some swelling at the antecubitial site. Per the reporter, the individual was to have another member of the vascular access team with him during the insertion for observation and he did not. Also to note, this individual was instructed by bd to instill lidocaine prior to cannulation but he may not have done this due to personal choice, thus instilling lidocaine after the wire was inserted. He was also instructed to maintain control of the guidewire at all times verbally and listed in the PICC book.